Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the charging slots on the universal battery charger device were partially defective. There were no delays in the surgical procedure as a spare device was available for use to charge the battery devices. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the power supply was not functioning. Therefore, the reported condition was confirmed. It was further observed that the network parts would need to be replaced as they were over five years old; otherwise, there was no error detected. It was also observed that the bearing bay needed to be replaced as prevention. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.